Manufacturer narrative:
Investigation completed 6/09/2017. Method: device history review/service history, trend analysis. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: sep-2016. Besides these complaints no additional complaints related to ¿broken tip¿ have been reported for the fg lots 1165444 and 1165109. Three (3) of these complaints are related to fg lot 1165444 and the other two (2) to fg lot 1165109. Review of the complaint system from april 2015 to april 2017, fourteen (14) complaints related to ¿broken tip¿ (including the complaints being investigated) have been reported in the cusa tips and flues products family. Most of these complaints identify the possible root cause of the returned units with an application error that is caused when the tip is in contact with another metal object during use. The user guide units indicates certain precautions that must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿ (B)(4). Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned (per customer, "device will not be returned").

Event description:
Device broke during surgery. Additional information has been requested.